Event description:
It was reported that (2) sw100, (1) 355tm and (2) sw110 were used during an unk procedure. It was reported by the rep that when surgeon removed device from trocar, the surgeon noticed that the inner seal had a break in it. When the suture assistant was fired, the knot would not remain tight. Opened another device to complete the case. There was no consequence to pt.